Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2021, wherein the lumbar ip was explanted and replaced. Nothing was done to the cervical ipg.

Manufacturer narrative:
No intervention was taken on the cervical ipg. As such, this does not meet the reportability criteria.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient lost therapy due to inoperable ipgs that the patient failed to charge for 8 months. Surgery occurred where the ipgs were explanted and replaced. Therapy was restored.

Event description:
Additional information received that surgical intervention took place wherein the cervical ipg was explanted nd replaced with a new one. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.